Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube and cracked case near the display window corners noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 690 mg/dl. Customer had symptom of vomiting and nausea. Customer was hospitalized due to diabetic ketoacidosis, high blood glucose and abdominal pain. Customer was still in the hospital at the time of call. Customer was not wearing insulin pump for two days at the time of hospitalization. Customer stopped wearing insulin pump due to excessive no delivery alarms and was not aware she could call for troubleshooting. Customer was not able to troubleshoot. Insulin pump would be replaced.